Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: can not obtain any further information regarding this incident ¿ the patient demographic info: age, weight, bmi at the time of index procedure other relevant patient history/concomitant medications? Product code and lot number? Any concurrent procedure/device implantation? Mesh diagnostic confirmation? Was any deficiency or anomaly of the mesh? If yes, please describe it? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status after conservative treatment with vaginal estrogens?

Event description:
It was reported that the patient underwent a sling procedure in (B)(6) 2008 and the mesh was implanted. The patient experienced a small tape exposure identified in (B)(6) 2014 and was managed conservatively with vaginal estrogens. Additional information has been requested.